Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the pump would not be returned because the hospital kept it to analyze and discard. It was noted that the provided information was confirmed with the physician.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2020. It was reported that the meningitis resolved. The catheter will not be returned. It was discarded along with the pump by the hospital. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on (B)(4) 2020. It was reported that the patient had their pump and catheter explanted on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 06-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg/ml, 12 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient went to the emergency room (ER) due to symptoms of meningitis. A lumbar puncture to analysis csf confirmed meningitis. The pump was turned to minimum rate until they decided if they are going to explant or not. The issues is not resolved. The patient's status is alive - with injury; meningitis.